Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that something was wrong with the exhaust port, it was loose. They tightened it but was still having issues. The staff found the issue while doing a pre-check before it was to be used on a patient. There was no patient involvement and no patient harm/adverse event reported. The event was reported as still on-going.

Manufacturer narrative:
Device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.